Event description:
Failed no sensor. No adverse event. On (B)(6) 2015 a respiratory therapist (rt) in the united states spoke with ikaria technical services and reported a delivery failure with inomax dsir # (B)(4). The device was in use on a pt and no adverse event was reported. The bedside therapist switched the device off the pt. Inomax dsir # (B)(4) was removed from service and returned to ikaria for service investigation. Case comment 22 april 2015: this is a non-serious, spontaneous post-marketing device report involving a nitric oxide (no) delivery device inomax dsir delivery failure during inhaled nitric oxide therapy (ino). No adverse event associated with the ino therapy delivery failure was reported. The case is considered reportable because of a previous similar device failure associated with adverse pt consequence (index case MDR 3004531588-2013-00022).

Manufacturer narrative:
Device issue with inomax dsir # (B)(4) (complaint (B)(4)). Device investigation completed on 15 april 2015. The regional service ctr (rsc) review of the service log complaint of a delivery failure (df) alarm and the reported complaint of a failed on cell alarm, which immediately followed a failed low no cell calibration with high point: 1030 counts and low point: 772 counts. Elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the delivery failure that occurred prior to the failed low calibration. The rsc also experienced the reported complaint of a failed no cell alarm at boot up, performed low and high calibrations to clear the alarm and replaced the no cell as a precaution. The rsc did not experience a df alarm. A full functional test was performed and the device operated according to specification so it was returned to the device service pool. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a pt; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which result in a serious adverse event (MDR 3004531588-2013-00022).